Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent hip revision due to loosening and high ion levels. Corrosion was noted during surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes received. It was noted that during the procedure when the head was disassociated from the morse taper of the neck, severe corrosive changes were identified at the head/neck junction. An attempt was made to remove the femoral neck module from the stem; however the neck module has cold welded to the stem module. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.